Event description:
A hospital in (B)(6) reported via our distributor that the heater wire alarm of an mr850 respiratory humidifier was alarming during use. The hospital further reported that when the ventilator and humidifier were turned on after connecting the patient to the ventilator circuit, the therapist noticed smoke in the room and a smell like burning plastic. The ventilator and humidifier were turned off immediately and the patient was bagged while the ventilator was replaced. The hospital has also reported that they were unsure where the smoke was coming from. The probes of the humidifier were replaced, however the humidifier continued to alarm but no smoke was observed. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint humidifier has been returned to the manufacturer for evaluation since the last report. The complaint humidifier was both visually inspected and performance tested. Results: the visual inspection of the complaint humidifier revealed no physical damage to the device externally. The pcb board was visually inspected. One capacitor and several other board components were discolored. The humidifier powered on. The heater wire connector alarmed both visually and audio. No burning smell or smoke reported by the customer were noted during the testing of the complaint humidifier. A lot check revealed no other similar complaints of this nature for this lot number. Conclusion: we are unable to determine the root cause of the problem observed by the customer. A capacitor and several components on the pcb board were discoloured from heat damage, however no smoke was observed when the humidifier was tested. It is likely that the heat damage to the components on the pcb caused the heater wire alarm observed by the customer. It is possible that the "burning plastic" smell reported by the customer may be due to the heat damaged components on the pcb board. The mr850 respiratory humidifier features an audible and visual alarm which alerts the user if the measured temperature exceeds 41 degrees c and disables the heater. The humidifier also features a thermal cutout on the heater plate which limits the maximum temperature of the gas entering the system. The mr850 has also been designed so that in the event of a failure the unit will shut down in a safe state and warn the user that a fault has occurred. It does this by monitoring the correct operation of its critical circuits. If a fault is detected it will try to report this by giving an error code and/or alarming visually and audibly. Failure of these components on the mr850 does not pose any risk to a patient as it renders the heater base inoperable, nor does it affect any of the many safety systems built into the mr850 humidifier. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base.

Manufacturer narrative:
(B)(4). The complaint device has not been returned to the manufacturer for evaluation. We have not received any other complaints of this specific nature and it should be noted that the hospital has reported that they are unsure as to where the smoke came from. Without the complaint device we are unable to determine what caused the problem observed by the customer. The mr850 respiratory humidifier features an audible and visual alarm which alerts the user if the measured temperature exceeds 41°c and disables the heater. The humidifier also features a thermal cutout on the heater plate which limits the maximum temperature of the gas entering the system. The distributor had advised that the complaint mr850 would be sent to their service centre for assessment. We are endeavouring to retrieve the complaint device or a service report from our distributor. Should we receive any pertinent information with regard to the device or event, we will provide a follow up report.

Event description:
A hospital in (B)(6) reported via our distributor that the heater wire alarm of an mr850 respiratory humidifier was alarming during use. The hospital further reported that when the ventilator and humidifier were turned on after connecting the patient to the ventilator circuit, the therapist noticed smoke in the room and a smell like burning plastic. The ventilator and humidifier were turned off immediately and the patient was bagged while the ventilator was replaced. The hospital has also reported that they were unsure where the smoke was coming from. The probes of the humidifier were replaced, however the humidifier continued to alarm but no smoke was observed. No patient consequence was reported.